Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose values in the upper 200s of unclear cause shortly after a supply change; the user confirmed the cannula was not bent, and no device alerts or alarms were reported, while review of logs and a troubleshooting interview did not identify an obvious cause. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of available data. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.